Manufacturer narrative:
The investigation determined that a non-reproducible, lower than expected vitros glu result was obtained from a single patient sample using vitros glu slides on a vitros 4600 chemistry system. The definitive assignable cause for this event could not be determined; however, pre-analytical sample processing could not be ruled out as a contributing factor. The investigation found that there was no indication that the vitros glu reagent or an instrument issue contributed to the event.

Event description:
The customer complained that a non-reproducible, lower than expected vitros glu result was obtained from a single patient sample using vitros glu slides on a vitros 4600 chemistry system. Vitros glu result: < 20 mg/dl vs. Expected 168 mg/dl. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The lower than expected affected result was not reported outside the laboratory, and there was no allegation of patient harm as a result of this event. (B)(4).